Manufacturer narrative:
Synthes is unable to provide this information. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A device report received from (B)(4) indicates: a patient in (B)(6) was treated with pfna-ii blade on (B)(6) 2011 with no weight bearing for four weeks. In (B)(6) 2011, weight training began. On (B)(6) 2011, patient experienced pain and returned to surgeon. An x-ray showed blade penetration and position of the blade was a little anterior. Surgical intervention was needed on an unknown date.